Event description:
After sterilization of the device, the user reported that the image displayed through the endoscope was blurry. The user attempted to wipe the end of the endoscope with wet and dry gauze, which improved the blurry image only slightly. Since the event occurred after sterilization of the device, there was no patient involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.